Event description:
The reporter stated that "there is not enough bonding and some of the extensions to the manifolds are coming off while on the pt". No pt injury or treatment associated with this event.